Event description:
The device was sent to stryker instruments for preventive maintenance. During functional testing by a service technician at the manufacturer facility, it was found that the core impaction drill was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon disassembly for visual inspection it was found that the bearings were brinelled.